Manufacturer narrative:
The event date is used as a placeholder as it is unknown. The account was not able to provide specific admission dates or details regarding the patient's chronic infection. Manufacturer's investigation conclusion: the patient remained ongoing on the device until the pump was exchanged on (B)(6) 2021 because of sepsis and pump infection (refer to MFR # 2916596-2021-01667). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2021-01667. Event date is used as a placeholder as it is unknown. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had chronic wound infection from (B)(6) and streptococcus. The patient was treated with antibiotics.